Event description:
A treatment provider reported that a patient treated to the with coolsculpting to the mid/lower abdomen and submental areas on (B)(6) 2020. The patient was presented with the adverse side effect of paradoxical adipose hyperplasia post coolsculpting.

Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the mid/lower abdomen and submental areas on (B)(6) 2020 using the cooladvantage, coolcore and coolmini applicators and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported a potential case of paradoxical hyperplasia.